Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the issue. Customer reverted to an alternate method of insulin delivery. Customer reported their blood glucose was high, but within range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.